Event description:
As reported by the user facility: patient's opdivo was administered per protocol and checked by a second nurse. When the pump beeped to notify that the infusion was complete, primary nurse noticed there was still fluid in the opdivo bag. Upon assessment, the maintenance bag was empty, with little fluid left in the maintenance line chamber. All lines were free of kinks, locks, or other items which could block the flow of the primary bag. Nurse supervisor assessed the lines and bags as well to confirm. Primary nurse was then able to lock the maintenance line and program the remaining fluid in the primary bag. After, the primary nurse unlocked the secondary line and let the remaining saline flow until the pump alarmed for air in line. Nurse notified pharmacy of situation, and a pharmacist came to chairside to assess the line. Pharmacist found nothing of note and instructed nurse to continue monitoring for further situations like this.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.